Event description:
It was reported 8110 module giving a 13-1033-149 error. There was no patient involvement.

Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of has an 8110 module giving a 13-1033-149 error. Technical support - 1. Reflash software. 2. Replace logic board.. 3. Return the module to the factory. Walked biomed through on flashing the 8110 module. Biomed will call back if further assistance is needed. A review of the device history record showed the device had a manufacture date of 14dec2016. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on troubleshooting results, technical services determined the proximate cause of the customer¿s reported issue. Technical support - 1. Reflash software. 2. Replace logic board.. 3. Return the module to the factory. Walked biomed through on flashing the 8110 module. Biomed will call back if further assistance is needed. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. There were no existing CAPA¿s listed for any of the parts listed in this file for repair. H3 other text : no product returned.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported 8110 module giving a 13-1033-149 error. There was no patient involvement.